Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient's right ventricular lead had decreased sensitivity, undersensing and low impedance. The lead was explanted and replaced. Patient was stable post procedure.